Manufacturer narrative:
Failure could be reproduced by performing fatigue test, applying a load of 350n on more than 181,000 cycles. The rupture is not observed with a load of 260n on more than 8 million cycles. In molar sector it is usually established that the endosseous dental implant systems must resist in fatigue at 200n threshold. Failure reported likely results from abnormal fatigue overload. Also, the practitioner has been informed that a broken abutment extraction kit to remove the broken abutment tip in the implant is made available to avoid removal of the implant.

Event description:
Abutment broken after 2 years in molar sector (36 position). A fragment of the abutment was blocked inside the implant. Ultimately the practitioner had to remove the implant. The implant hasn't been returned because it has been scrapped by the practitioner.